Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for noise. The patient was advised to limit activity; however, the patient went for a run and was inappropriately shocked by the lead as it had fractured. The lead was initially programmed off and then at a later date, explanted and replaced. During the lead extraction, the implantable cardioverter defibrillator (ICD) became dented. The physician elected to explant and replace the device. No further patient complications have been reported as a result of this event.